Event description:
It was reported that the user experienced hyperglycemia while using the ilet after eating a late chinese meal, with a fingerstick blood glucose of 452 mg/dl and no reported symptoms, and they performed a full infusion set and supply change on a cartridge-driven site with agent guidance. Symptoms included no clinical manifestations reported. Outcomes included no medical intervention beyond troubleshooting and no impact on activities of daily living. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that hyperglycemia occurred with unclear cause and resolved after supply change per user report. It was concluded that the event was user-reported hyperglycemia of unclear cause with no injury and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.